Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue and is adequate. Investigation summary: one tunneler was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the tunneler plastic tip was detached from the rest of the tunneler. The ends of the break appeared jagged. The exact root cause for the damaged tunneler could not be determined.

Event description:
It was reported that during dialysis catheter insertion, the plastic stem of the tunneler component allegedly broke. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that during dialysis catheter insertion, the plastic stem of the tunneler component allegedly broke. There was no reported patient injury.